Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, noticed that the haptic was trailing in the cartridge. Surgeon was reluctant to use due to possible shearing off during procedure. The procedure was completed with another lens. Additional information was requested.

Manufacturer narrative:
Correction information was provided in h.6. (FDA eval method code b17 updated to b22) additional information was added in d.9., h.3., h.6. And h.11. The cartridge was returned. Viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area. The haptics were not folded. No damage was observed. The cartridge had evidence of placement into a handpiece piece; however, it may not have been fully seated. The company (d) cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were associated products were indicated. No problems was found with the returned company (d) cartridge. The root cause appears to be related to a failure to follow the instructions for use (IFU). It was indicated the lens was in the cartridge 10 to15 minutes. The haptics on the lens were not folded. The haptics may have unfolded due to the extended time in the cartridge. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The trailing haptic is to be manually folded by the end user. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.